Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the patient status was stable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif with dhp for the distal humerus. Double plating at 90-degree angle was performed. The screw in question was inserted into the most distal screw hole of the internal plate. All the screws were inserted into the required screw holes. Flexion and extension of the elbow joint showed limited extension while checking the image before closure. It was found that the screw in question that was having difficulty connecting the drill sleeve behaved the same way. When the surgeon tried to remove the screw, it was broken off at the screw head and the screw shaft remained in the bone. Drilling was performed again, and a new screw was inserted properly. The surgeon confirmed with the image that there was no broken screw, and the wound was closed. The surgery was completed successfully without any surgical delay. Since this was a difficult area to connect the drill sleeves, the surgeon and senior physician guessed that a technical error caused the screw to be inserted in the incorrect posterior direction, which was outside the bone and interfered with the olecranon during extension, causing it to break. The drill sleeves used for connection were difficult to connect to the screw hole on the internal plate. Although there was a technical problem, the surgeon commented that the drill sleeves themselves were also difficult to attach.